Event description:
The patient had reported in 04 that their one touch ultra meter would not turn on. This issue was not resolved with troubleshooting. They were using the correct test strips and testing technique. The meter would not turn on even when the power button was pressed. The batteries were in good condition and were last replaced less than one year ago. They did not receive any medical attention or treatment.